Event description:
Procedure: anterior resection. According to the reporter: surgeon informs that after firing the device, it cut but it did not staple 90 degrees of the circumference. Surgical time was extended more than 30 minutes. Colostomy preformed as a result of incomplete staple line.

Manufacturer narrative:
(B)(4).